Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One tactisys¿ quartz sn (B)(6) was received for evaluation. Based on the information and investigation provided to abbott, the root cause was isolated to a depleted battery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, calibration issues resulted in the procedure being cancelled. The ablation catheter was connected to the tactisys and before inserting the catheter into the patient, an error displayed stating, "tactisys quartz calibration has expired and cannot be used." There was no communication with the ensite x system and no contact force or visualization of the catheter. Every device was turned off and then back on and the connections were all checked but the issue persisted. There was not a replacement tactisys available so the procedure was cancelled. The procedure has been rescheduled for the patient.